Event description:
The pt was taken to surgery for exploration and irrigation of the pump pocket and catheter. The catheters were removed/revised due to infection. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4). Catheters have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.